Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 98 mg/dl. Insulin was squirting out and continued to drip after the motor stopped during the manual prime process. He was unable to exit the preparing to prime loop. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.